Manufacturer narrative:
Results: incorrect footboard installed on bed. Conclusions: correct footboard installed.

Event description:
It was reported by service report that the footboard was not working. No pt involvement or adverse consequences are reported.